Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a shutter error at two seconds prior to completion of laser ablation. The treatment was continued by pressing the footswitch and no further problems occurred. Additional information received reporting the patient is doing well post operatively.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review could confirm the reported event. It is shown that an error message "wrong shutter state" was displayed which interrupted the treatment. The error message is caused by pushing the foot-switch (laser pedal) in hesitant or slow manner. The device is working as intended. The root cause can be determined as an inappropriate handling of the foot-switch (laser pedal). Pushing the foot-switch (laser pedal) in hesitant or slow manner will lead to this error message thus to interruption of the treatment. The manufacturer internal reference number is: (B)(4).